Manufacturer narrative:
It was reported that noise was also noticed on this lead. The lead was explanted on (B)(6) 2023.-

Manufacturer narrative:
It was reported that noise was also noticed on this lead. The lead was explanted on (B)(6) 2023 upon receipt, the lead under complaint was found cut 12.5 cm distal to the df4 connector pin into two segments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found abraded through approximately 10 cm proximal to the lead tip. In this region the conductor cable leading to the rv shock coil was found fractured, which is assumed to be the root cause of the reported sudden rise in the shock impedance. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state. The finding was consistent with exposure to constant interaction with another implantable device. The available x-rays confirmed the presence of an atrial lead in the implanted state which most likely interacted with the distal part of the rv lead. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
A sudden rise in rv shock impedance was noted in the home monitoring. Patient came to the hospital and had x-ray indicating damage to the electrode insulation. No adverse patient events were reported. Lead currently remains implanted. Should additional information be received, this file will be updated.